Event description:
During the procedure, the stimulator was not responding and an error message "ep4 is not responding" was received. The fiber optic cables were replaced and the workmate system was restarted, but the issue remained so the procedure was cancelled.

Manufacturer narrative:
The reported complaint that the ep-4 stimulator was not responding was confirmed. As received, visual inspection of the workmate media converter revealed that the tx and rx connector was damaged. The damaged connector prevented the ep-4 from communicating with the workmate system confirming the reported event. A review of the device history record was not possible since the component serial number was not received.